Manufacturer narrative:
Philips investigated the reported complaint. The philips field service engineer (fse) visited the onsite and reseated the frame grabbers and cables. The system was functioning properly and displaying as expected. However, the issue recurred in case (B)(4) during which the fse performed a hard reboot of the system and reseated the stryker connections in the cabinet. The unit was tested, and no issues were found. The system meets the specifications for the service performed and has been returned to use. The codes were updated based on investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.